Manufacturer narrative:
This report is submitted on june 08, 2023.

Event description:
Per the clinic, it was reported that there was an extrusion of the electrode lead into the external auditory canal (specific date not reported). The implanted device remains.